Manufacturer narrative:
The suspect power enclosure charger was returned to the manufacturer for analysis. The charger was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The suspect power enclosure was returned to the manufacturer for analysis. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
The system control board was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
During the onsite inspection, the medtronic representative reported that the following error message was observed: "can tx overflow". The rep replaced the can dongle to the image acquisition system (ias) computer, which resolved the issue. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A site representative reported that when the site was turning the system on, it would not go out of e-stop. The site was able to drive the system but was unable to clear the e-stop. No patient was present during the time of the reported incident.

Manufacturer narrative:
Device evaluation: the suspect charger enclosure was returned to the manufacturer and evaluation was completed. The reported issue could not be confirmed as no fault was found on the returned part during testing.

Manufacturer narrative:
The motion enclosure was returned to the manufacturer for evaluation. Testing found that the imaging system would not complete initialization and when remain in e-stop functionality.